Event description:
After implanting allergen natrelle silicone implants for the first time in 2016 at the age of (B)(6), I began experiencing unusual symptoms over the next 5 years, which required numerous doctor visits, tests, hospitalization, and eventually explanation. Doctors could not pinpoint why I was having these symptoms. Symptoms included widespread unexplained inflammation, months of interstitial cystitis, infertility, daily hives and rashes for the 5th year of implants that required heavy antihistamines to keep at bay, kidney problems, slow wound healing, easily injured (sprained wrist twice, pinky once), severe joint pain to the point I could barely walk during the last couple months with implant. Had been healthy prior to implants. Explanted 6 weeks ago and have been starting to feel relief from symptoms. Also realized I am able to breathe much more deeply post-explant (didn't realize this was a problem until explanting). FDA safety report ID# (B)(4).